Event description:
It was reported the clinic was unable to get telemetry with the implantable cardioverter defibrillator (ICD). Wireless and nonwireless telemetry were attempted without success and multiple programmers were attempted. It was further reported that a solid steady alert tone was heard with magnet application. The device was unable to be interrogated and programmed. It was noted that the patient has a history of welding while having the ICD implant and a successful interrogation occurred two months prior. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 6935 implantable tachy lead implanted on 2009-(B)(6); 4469 competitor implantable pulse generator (ipg) implanted: 2009-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary : (B)(4) the device was returned, analyzed and analysis revealed a broken antenna wire near the antenna coil.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.